Event description:
It was reported that the physician indicated the low-voltage right ventricular (rv) lead was "not working" and consequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.